Event description:
A hospital representative reported that during vitrectomy surgery, the handpiece was "bad, and the cutter did not cut". It was exchanged and the surgery was completed with no harm to the pt.

Manufacturer narrative:
A sample has been received, but the evaluation is not complete. Investigation, including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).